Event description:
I purchased your cvs bandaids...and I took some on a trip with me. During that trip, I cut finger slightly with a shaving razor. I bandaged the cut with one of your bandaids and some neosporin I bought at the same time. Within a day of this bandaged cut, my finger broke out in yellow pus-filled blisters and became very red. After a day or so of trying to keep in covered and applying the neosporin, I finally washed the finger and left it exposed to the air. The skin peeled several layers down. The blisters didn't go away for several weeks and I still have redness and some peeling. I showed my finger to my dermatologist who was on vacation and he said, I had a reaction to the adhesive. I have never had a reaction like this before. Dose or amount: one band aid, dates of use: one day, diagnosis or reason for use: small cut.